Event description:
Mother was holding infant in lap. Noted that feed had advanced through tubing and only air was in tubing. The doctor was notified by mother who in turn notified nursing. Mother stated that there was no alarm when the feeding ran out and air was to the baby. Feeding ran out earlier in the shift, the air alarm sounded appropriately. Neither feeding was set for a dose amount. There have been three events with this device at this facility within one month.what was the original intended procedure?feeding pump.device #1is this a laboratory device or laboratory test?no.